Manufacturer narrative:
(B)(4). Evaluation: results: (arterial occlusion), (short aortic neck). Conclusion: (short aortic neck).

Event description:
An endurant stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm approx one month ago. The aortic neck was short neck with 30-40 degree angulation. It was reported that after the bifurcated stent graft was ballooned, the stent graft moved down, resulting in a proximal type I endoleak (ref MFR #2953200-2011-00850). A proximal cuff was placed to address the endoleak; however, it covered the origin of the right renal artery by approx 60%. Another manufacturer's 7x198 renal stent was placed in the right renal to resolve the occlusion. No additional clinical sequelae were reported and the pt is fine.